Event description:
It was reported that the 9800 system had poor image quality with gray images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cpu, system interface board, video board, image processor, display adaptor, interconnect cable, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.